Event description:
The manufacturer's representative reported that the device was removed due to infection. Specific symptoms were not reported. A follow-up report will be sent if additional information becomes available.